Manufacturer narrative:
Prior to the event, ise qc results were within the lab's established ranges. On (B)(6) 2010, a field service engineer (fse) was dispatched and replaced the chloride electrode, rebuilt the ratio pump, and flushed the flow cell. No further calls were made to the bci hotline for ise problems.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously high sodium (na) results for six patient samples that were generated by the unicel dxc 800 pro synchron chemistry analyzer. Subsequent testing on an alternate instrument produced lower results within the normal reference range. The erroneous results were reported outside the laboratory, but reports were amended by the subsequent results. The results for patient #5 are provided. Unknown if treatment was administered or withheld.